Manufacturer narrative:
H6: appropriate term/code not available: suggested code : mechanical driver.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the tech reported that the needle made a sound during the procedure and got an error to replace the driver. The tech couldn´t clear the error, the patient was on the table. Thus, it had to be rescheduled for a new procedure after the incision had been done. A field engineer examined the equipment and determined that the driver needed to be replaced. The driver was replaced and the system met the manufacturer´s specifications. No other information available.

Manufacturer narrative:
An investigation was conducted: it was reported on (B)(6) 2025, that during a patient exam the brevera driver (B)(6) began making a clicking noise and would not take samples. The brevera system (B)(6) began displaying an error that they could not clear after resetting the system. Dispatched field service engineer replaced the driver and confirmed the system was operational. Patient impact was reported due to the failure to obtain a sample and requiring additional intervention. The driver was returned to hologic and no visible damage is seen to the driver or packaging. Closer inspection of the driver shows no damage to the exterior of the device. The inner cannula gear was able to be moved freely. The brevera driver was placed on the pmqa laboratory brevera system (B)(6). During initialization, a clicking noise was heard and the driver did not initialize. An error code was displayed on the screen. This is in line with the issues reported in the complaint. The upper housing of the driver was removed, and further inspection was performed on the inside of the driver. It was observed that the timing shaft is jammed in with the inner canula (ic) fork, and the shaft is bowed, preventing proper initialization and firing. The timing shaft was manually rotated so that it was no longer jammed with the ic fork. The upper housing was then reattached, and the driver was placed on the brevera system. The driver went through initialization with no errors or abnormal noises. The driver was armed and fired with no issues, and three test biopsies were performed with no error occurring. Visual inspection of the driver was able to confirm that the root cause of the issues seen in the complaint was the timing shaft being jammed with the cannula wear plates, preventing proper initialization and causing the errors seen in the complaint. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the cause of the jamming was determined to be the needle not firing its full length into the breast tissue. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: based on the errors seen in the complaint and the inspection of the driver, the errors were caused by the needle not firing the full distance, and the cannula forks became jammed with the timing shaft. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, causing the cannula forks to be jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6) driver sku: brevdrv system serial number: (B)(6) driver manufacture date: 7/27/2023 driver installation date: (B)(6) 2024 UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspection. No deviations are mentioned within the DHR that could be connected to the issues experienced by this brevera driver.